Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/01/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-1928sf-2 and an ar-2323pslc suture anchor experienced anchor failure during use. No additional information was provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the device (if returned), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure is attributed to use-related factors, such as: improper bone preparation, misaligned insertion, and/or. Prying or leveraging the device during insertion.